Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with ectasia in the left eye (os) on the same day of treatment post op exam. The date of discovery of ectasia was on (B)(6) 2016 and the initial lasik treatment was on (B)(6) 2016. The surgery center noted there was decreased best corrected visual acuity (bcva) in the left eye and the pentacam showed post op ectasia in the left eye. The patient¿s chief complaint/comments were of decreased visual acuity in the os as well. The surgery center reported the event is lasting and disabling, significantly interfering with daily activities. The patient was referred to a corneal specialist. Bcva from (B)(6) 2016: right eye pre-op 20/20 -4.50 x -.75 x 160, left eye pre-op 20/20 -4.00 x -1.25 x 0. Bcva from (B)(6) 2016: right eye post-op 20/20, left eye post-op 20/60. Bcva from (B)(6) 2018: right eye post-op 20/20 .00 x -.25 x 116, left eye post-op 20/20 2.25 x -1.75 x 70. This report is for the femto laser. A separate report will be submitted for the excimer laser.

Manufacturer narrative:
Correction: in initial report, it was reported the event is lasting and disabling, significantly interfering with daily activities, however, the event was not lasting and disabling, significantly interfering with daily activities. A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.